Manufacturer narrative:
The insulin pump alarmed motor during rewind due to corroded motor home switch. No audio/beep anomaly noted. The insulin pump was received with cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that her father's doctor advised him to take a break from the insulin pump due to a motor error alarm. The customer's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error. The daughter was unable to rewind the pump and kept receiving motor errors; she was stuck in the rewind screen. The pump also alarmed with a battery out limit. The patient's last blood glucose reading prior to the battery out limit was 261 mg/dl. The customer's daughter was advised to rewind the pump; she tried twice on the phone but motor errors occurred each time. The insulin pump was returned for analysis and a replacement pump was shipped to the customer.